Manufacturer narrative:
Analysis of the lead model 3778-75 (B)(4) found foreign material blocking stylet insertion in the stylet coil of the lead body. Continuity was acceptable and there were no shorts between circuits. Analysis of the green handle / blue cap stylet found the handle was separated from the wire and the stylet was bent on the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient walked a lot and slept in a hard bed. Approximately a week later, she experienced no stimulation sensation, even after she turned the settings up to 10.0 volts. The patient had not needed to adjust her stimulation since implant, and was on program a at 3.8 volts. She could feel stimulation in her neck on program b at 3.8 volts and a slight buzzing at 10.4 volts. The patient scheduled an appointment with her hcp and lead migration was confirmed via x-ray. The hcp also believed that the titan anchor had failed. The patient was scheduled for a lead revision, and upon opening the incision, her hcp noted that the titan anchor was in two pieces while still in the patient. The anchor and lead were removed, and a new lead (B)(4) was placed in the cervical area (c3). Upon removal of the stylet, the green cap broke off and the hcp experienced great resistance trying to remove the rest of the stylet. Uncertain if the lead was compromised, the hcp requested another lead (B)(4). He was unable to get the new lead into the proper place (c2-c3) and ended the procedure. The hcp planned to refer the patient to a neurosurgeon for a cervical paddle lead. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Continued from concomitant medical products: lead model 3778-75 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012; lead model 3778-75 serial# (B)(4) implanted: (B)(6) 2012 explanted: unknown; lead model 3778-75 serial# (B)(4) implanted: (B)(6) 2012 explanted: unknown; anchor model 3550-39 lot# n284524 implanted: (B)(6) 2011 explanted: (B)(6) 2012 ; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4); stylet model unknown lot# unknown; analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.